Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed meter blood glucose now. Customer's blood glucose level was 519 mg/dl. The customer treated his blood glucose level with a bolus. He had issues with 4 sensors. The device was not returned.